Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 was confirmed in the pump's event history but not duplicated during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module and gasket was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a remediated colleague 2006.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 812:02 failure code. This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.